Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient underwent pocket revision on 5/17, including a tyrx pouch. They had a follow-up with the doctor on 5/28 and the doctor reported all was well with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative, it was reported the patient had a pocket revision (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had recently lost weight. When they sat up, there was no issue; however, when they slouched down and relaxed, the battery stuck out and became uncomfortable. The patient was seen by the physician on 4/30. The battery site looked fine, it may be a little superficial according to the doctor, but there was no other concern other than patient comfort. The plan was to revise the pocket for the patient and relocate the battery if necessary. It was reported that the issue was not resolved at the time of the report. No further complications were reported or anticipated.